Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to differences in testing platforms, sample handling, and possible off-label collection. In addition, sample-to-sample variability can occur due to when the sample was collected in relation to disease course (pre-symptomatic, or as infection descends to lungs/or patient recovers); how the sample was stored prior to testing (sample degradation); or inadequate sample collection. A comparison of two samples collected at different times may yield varying results. Initial reporter name and address: facility name is truncated due to character limit: (B)(6). (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for 2 patient samples when using the cobas® sars-cov-2 & influenza a/b test assay for use on the cobas® liat® system. Sample 1 initially generated sars-cov-2 positive and influenza a&b negative results. The same sample was retested on another platform (cepheid xpert® xpress) and generated a negative result. Sample 2 initially generated sars-cov-2 positive and influenza a&b negative results. The same sample was retested on another platform (cepheid xpert® xpress) and on another cobas® liat® system (sn: (B)(4)) and generated negative results. A new sample was collected and tested on the cepheid xpert® xpress assay and again generated a negative result. The negative results were reported. No apparent harm or injury occurred in relation to the event. An investigation was conducted to evaluate the customer's allegation. Per FDA¿s eua guidance, 2 mdrs will be filed.